Manufacturer narrative:
Evaluation: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor reported that a patient had developed an infection under the therapy electrode pads. The patient's doctor instructed the patient to remove the lifevest until the infection had healed. Additionally, the patient's doctor prescribed an antibiotic cream and an oral antibiotic to the patient, and told the patient to keep the area covered. After using the antibiotic cream and oral antibiotic, and keeping the area covered, the patient's irritation improved.